Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0405996v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s paddle lead migrated partially out of the epidural space. The cause of the migration was unknown. A lead revision was performed on (B)(6) 2018 to reposition the paddle lead and it ¿went well.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0405996v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s paddle lead migrated partially out of the epidural space. The cause of the migration was unknown. A lead revision was performed on (B)(6) 2018 to reposition the paddle lead and it ¿went well.¿ no further complications are anticipated.